Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a defective speaker. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a defective speaker. The biomed reported that one speaker was having infinite resistance. The customer was informed about the latest revision of the service manual (version r.). The customer was then provided with the speaker part number. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.